Manufacturer narrative:
One portion of a catheter was returned to (B)(4) for evaluation. No part number or lot number was provided with the returned sample. The returned sample shows visual evidence that it may have been subjected to excessive force, presumably, when it was removed by the patient. However, (B)(4) is unable to confirm since only a portion of the catheter was returned. (B)(4) will follow-up if additional information is provided.

Event description:
Customer indicated over the phone that the (B)(4) catheter came apart inside the patient after a breast augmentation procedure. The broken catheter had to be surgically extracted from the patient. (B)(4).